Manufacturer narrative:
Complained product will not be available.

Event description:
Toothbrush might have chipped my tooth [tooth fracture]. Toothbrush metal part came loose or possibly broke... Brush has detached from the neck - oral-b power care refills [device breakage]. Case narrative: this serious spontaneous case was received on 22-mar-2026 from a reporter (consumer) via email. This case concerns a consumer of unknown age and gender who started using oralbpwroralcarerfls and oral-b rechargeable toothbrush, version unknown on an unknown date for brushing teeth. They reported that a metal part inside the brush came loose or possibly broke and brush got detached from the neck (device breakage). No relevant medical history, concurrent conditions, concomitant medications, laboratory data and treatment were reported. Action taken with the suspect product was unknown. Outcome of the event was not applicable. No further information was available. On 24-mar-2026, additional information was received from the reporter (consumer) via safety survey. The 67-years old male consumer mentioned that toothbrush might have chipped his tooth (tooth fracture) when the metal part of toothbrush came loose. No visit to physician or dentist was reported. Outcome of the event tooth fracture was unknown. Case outcome was unknown. The case was assessed as serious with seriousness criteria: other (damage natural teeth) for the event tooth fracture. No further information was available. On 24-mar-2026, additional information was received from the reporter (consumer) via email. He reported the usage of about four toothbrush heads from one pack and same issue occurred in two of them. He confirmed that there were no injuries in his mouth. No further information was available. On 01-apr-2026, significant follow-up information was received via product investigation report. Insufficient information for investigation as complained product will not be available. The suspect product was confirmed as oralbpwroralcarerflssencleaneb17sbrushset. No further information was available.

Event description:
Toothbrush might have chipped my tooth [tooth fracture], toothbrush metal part came loose or possibly broke. Brush has detached from the neck - oral-b power care refills [device breakage] . Case narrative: this serious spontaneous case was received on 22-mar-2026 from a reporter (consumer) via email. This case concerns a consumer of unknown age and gender who started using oralbpwroralcarerfls and oral-b rechargeable toothbrush, version unknown on an unknown date for brushing teeth. They reported that a metal part inside the brush came loose or possibly broke and brush got detached from the neck (device breakage). No relevant medical history, concurrent conditions, concomitant medications, laboratory data and treatment were reported. Action taken with the suspect product was unknown. Outcome of the event was not applicable. No further information was available. On 24-mar-2026, additional information was received from the reporter (consumer) via safety survey. The 67-years old male consumer mentioned that toothbrush might have chipped his tooth (tooth fracture) when the metal part of toothbrush came loose. No visit to physician or dentist was reported. Outcome of the event tooth fracture was unknown. Case outcome was unknown. The case was assessed as serious with seriousness criteria: other (damage natural teeth) for the event tooth fracture. No further information was available. On 24-mar-2026, additional information was received from the reporter (consumer) via email. He reported the usage of about four toothbrush heads from one pack and same issue occurred in two of them. He confirmed that there were no injuries in his mouth. No further information was available. On 01-apr-2026, significant follow-up information was received via product investigation report. Insufficient information for investigation as complained product will not be available. The suspect product was confirmed as oralbpwroralcarerflssencleaneb17sbrushset. No further information was available. On 16-apr-2026, significant follow-up information was received via product investigation report. The suspect product was confirmed as oralbpwrpwroralcarerflsflexisofteb17brushset. No further information was available.

Manufacturer narrative:
Complained product will not be available.